Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling. The device inspection revealed the following: the received target device gamma3® shows traces of a long and intense use identified by the general appearance of the surfaces and by the appearance of the white printings, which turned from white to fawn [an indication for high sterilization cycles]. The c-ring at the reception for the nail was found to be detached. We received the c-ring within a small clear pouch along with the targeter. The c-ring was found to be slightly deformed and several scratches are visible at the inside of the ring. It cannot be excluded that the missing c-ring was detached prior to the surgery during the re-sterilization. During detachment the ring may have been deformed and / or may have been attached in unintended mode which may have affected the secure fit of the c-ring [loosening]. The c-ring [clamping ring] is a feature to ease nail assembly ¿ but the function is still given without the c-ring. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Clamping ring of the target device does not work anymore. Sales rep confirmed loose ring on the device. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Clamping ring of the target device does not work anymore. Sales rep confirmed loose ring on the device. Replacement was available.